Event description:
Dealer states the box is damaged and the wheels in front and rear wheels are broken out of box failure.

Manufacturer narrative:
Follow up to be sent if additional information is received